Manufacturer narrative:
At this time no conclusions can be made regarding the composix kugel hernia patch. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the composix kugel hernia patch. As reported, the attorney alleges emotional distress, personal injuries sustained by the patient and the product was defective.